Event description:
It was reported that the subject device exhibited loose optics. The issue was identified at the time of set up before the patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like: degradation. Mechanical problems like: stress or friction; wear and tear. These causes can occur between components such as controller; cable; cable sleeve; adapter; connector/coupler; knob; mount; ring; without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.